Manufacturer narrative:
Brand name: aquacel ag+ wsf 2x45cm (1x5pk)ster common device name : dressing, wound, drug product code: fro PMA /510(k) #: exempt. Complainant street address: (B)(6). Contact office address: (B)(4). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The podiatrist reported that a patient with bilateral/dorsum ulcers trialed the aquacel ag+ extra. The patient stated that the wound turned black, increased in odor and increased in pain. After 3 days, she went to her nurse and the dressing was removed and replaced with aquacel ag ribbon, which she had used before and not had any issues with this product. The patient was fine on aquacel ag ribbon and had not experienced further reactions. No photo is available at this time.